Event description:
The customer reported that the 9800 system had a potentiometer error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation and discovered the pacs interface had an issue. This malfunction may have resulted in a possible accidental radiation occurrence.